Event description:
The son of a (B)(6) female pt called zoll customer support to report that one of the pt's batteries was not recharging. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) is underway. The reported problem (won't charge) was confirmed. Upon investigation, the battery pack was unable to recharge or power up a monitor. The battery cells had low output voltage. The battery cells were drained to the point where they could not be recharged. The root cause for the excessive discharge could not be positively identified. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement battery pack.